Event description:
It was reported that there was an error; however, the device evaluation noted a defective downstream occlusion sensor. There was no reported patient involvement.

Manufacturer narrative:
E1: phone x (B)(6). One device was received for evaluation. Functional testing revealed that upon turning on device there is error code 46440 which is related to a downstream occlusion (dso) sensor issue. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.